Manufacturer narrative:
The complainant indicated that the stent remains in the patient and the delivery device will not be returned for analysis. Therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch will be filed.

Event description:
It was reported that during a stent placement procedure, deployment difficulties were encountered. The lesion was located in the superficial femoral artery (sfa). While attempting to deliver the stent, the stent "jumped" and missed the lesion entirely. Another stent was successfully deployed. Patient status is listed as "no harm." Attempts to obtain additional information regarding this event, but have been unsuccessful.